Event description:
The customer reported on (B)(6) 2013 at 7:21 am her blood glucose reached 476 mg/dl. She removed the pod after 24 hours of wear. Upon inspection she noticed the cannula was crimped toward the end.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported crimped cannula or to determine whether it contributed to the reported hypoglycemia. Qualification records were reviewed, and the product lot met all acceptance criteria.